Event description:
Patient reports missed 3 doses, was hospitalized for stent. Stent caused a urinary tract infection stent issue from heart medication planning to restart. Diagnosis for use: breast cancer.